Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 52 mg/dl. The blood glucose from reported event was 106 mg/dl and sensor glucose was 53 mg/dl. The sensor glucose and blood glucose difference was not within acceptable range. The device will not be returned for analysis.